Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported leaking from an IV tubing in the l & d unit during an infusion of lactated ringers, rate not specified. The patient alerted the nurse to the leak who approximated the volume that had pooled under the bed to be 150ml; the tubing was clamped and the pump stopped. The tubing was replaced and the infusion continued without incident. There was no patient harm. It was noted that upon inspection a hole was noted in the extension tubing at the join with the plastic hub.